Event description:
Customer's husband called to report that his wife's pod was not delivering insulin efficiently. Customer's husband did not have specific blood glucose (bg) information. This happened approximately one week prior. He noted that her bg was running in the upper 200's (mg/dl) and they were not coming into a normal range when she would give herself a bolus insulin dose. She had been wearing this pod for one day before deciding to change it. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.